Manufacturer narrative:
Device discarded by hospital.

Event description:
It was reported that during a scheduled revision surgery for patient non union, an ozark fixed screw at c5 was discovered to have fractured post-operatively. The screw was removed and discarded.

Event description:
It was reported that during a scheduled revision surgery for patient non union, an ozark fixed screw at c5 was discovered to have fractured post-operatively. The screw was removed and discarded.

Manufacturer narrative:
Visual inspection: the issue was confirmed through inspection of the associated imaging in a meeting with the surgeon. The construct spanned from c3-c5, and it was composed of a two (2) level plate, six (6) screws, and interbodies. One screw at the caudal-most level of the construct fractured at c5. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The screw fracture was observed during the scheduled revision surgery. It is likely that screw fractured due to delayed healing. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. The cause of the reported event will be classified as 'patient factors issue'.